Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance due to possible fracture. A sudden increase in threshold measurements was also observed. The pocket was re-opened and upon examination, the ra connector pin did not appear to be completely inserted in the header of the implantable pulse generator (ipg). The lead was disconnected and tested normally through the analyzer. The lead was then reconnected to the ipg where normal measurements were observed. The lead and ipg remain in use. No patient complications have been reported as a result of this event.